Event description:
It was reported that during an angioplasty procedure through right upper arm basilic vein, the drug-coated balloon was allegedly advanced over the guidewire and while removing the balloon, the wire was stripped. It was further reported that the balloon allegedly ruptured post dilatation and prior to treating the stenosis. Reportedly, the access was lost and both balloon and guidewire were removed together as one unit. The procedure was completed using another device via new access. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported guide wire advancement issue, material separation and balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 09/2023), g3, h6 (method) h11: b5, h6 (device) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure, the drug coated balloon allegedly stripped the guidewire, and the inner and outer cores of the wire were allegedly separated. It was further reported that the balloon was unable to be removed from the guidewire, and the guidewire was stripped while attempting to remove it. Furthermore, the balloon allegedly burst post dilation. Reportedly, the guidewire and balloon had to be removed together, therefore losing wire access. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 09/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.